Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inserted. Visual inspection revealed no anomalies. X-ray inspection revealed no anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the sensing and capture values were variable on the right ventricular (rv) lead. The lead was repositioned and the values were normal. However, at a second post-implant follow-up, the sensing and capture values were variable again. The lead was then explanted and replaced, and the patient was stable with no adverse consequences.